Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable high crep2 creatinine plus ver.2 result for 1 patient tested on a cobas integra 400 plus. The initial creatinine result was 348.2 mmol/l and was reported outside of the laboratory. The repeat results were 86.2 mmol/l and 84.7 mmol/l. There was no allegation of an adverse event. The crep2 reagent lot number was 37229101 with an expiration date of 31-jul-2019.

Manufacturer narrative:
The investigation of the data excluded a carry over effect. The calibration and qc data were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.